Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. However, device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, act button was not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had missing plastic from top of battery compartment. Customer was not getting the supplies they needed to they wanted to turn it off but it kept beeping so they took the battery out and now they did not get it started again and the part where they put the battery where the threads were had broken off. Customer stated time was moving forward. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.